Manufacturer narrative:
The reference c23410 has been allocated to this case. The event description provided states "...the lens shot out from the injector and tore the whole capsular bag". The rayone emv toric rao210t iol was explanted, a vitrectomy was performed and an anterior chamber iol implant was inserted into the eye. The product was discarded by the healthcare facility following explant. The rayner rayone preloaded injector risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. (B)(4). Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the posterior capsule perforation in this case. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 013206576.

Event description:
On 2nd may 2023, rayner received notification from its australian affiliate company of an event that occurred during implantation of a rayone emv toric rao210t. The event description provided states "...the lens shot out from the injector and tore the whole capsular bag".